Event description:
Information was received indicating that smiths medical cadd solis vip pump would not prime and gave errors. No adverse event reported.

Manufacturer narrative:
Device evaluation: one cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed cracks and damage on the device. Review of the event history log showed the pump displayed upstream occlusion/high alarm displayed, cassette not attached properly. A cassette was attached to the pump and the device alarmed "upstream occlusion." The pump was not able to perform the functional test. The investigation determined that a faulty upstream occlusion sensor was the cause of the reported issue. The upstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.